Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that a sensor remained on the base during insertion and another sensor fell out of the customer's body. Customer's blood glucose level was 108 mg/dl at the time of incident. Troubleshooting advised customer on insertion process and technique and that a replacement sensor would be sent to the customer and to return the product for analysis. No further details given.